Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a very small lesion in the distal anterior tibial artery with no tortuosity or calcification reported. The armada percutaneous transluminal angioplasty (pta) catheter was advanced without resistance to the lesion but upon inflation, the device would not hold pressure and would not inflate. The device was prepped per the instructions for use. A new armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.